Event description:
Sunrise sales rep received a call from the dealer which stated that the end-user was going down a ramp at his home when they let go of the joystick and wheels continued to roll, and the user fell out of the chair. There was no injury to the end-user of any kind.

Manufacturer narrative:
The right motor was evaluated by the quality engineer and found that the brake of the motor does not engage. The sales rep did state that the ramp was not to code.